Manufacturer narrative:
Patient information is not available for reporting. (Lot number): although the exact lot number for the screw was not provided, a likely lot number of 9840105 has been identified based on the provided part/lot combination for the kit that contains this screw. (B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device history record review: it was originally reported that the kit (part 145.321s / lot 9606927) malfunctioned. Further clarification indicated that it was one (1) screw from this kit that broke during the procedure. Based on upon the kit¿s provided part/lot combination, the likely lot number for the screw is 9840105. A review of the device history records was requested with results as follows: manufacturing location: monument - manufacturing date: june 23, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the screw head from a matrixneuro screw broke as a patient's skull was being closed after a craniotomy procedure on (B)(6) 2015. No pieces were left in the patient. The procedure was completed successfully with no reports of surgical delay. This report is 1 of 1 for (B)(4).